Event description:
It was reported that the customer received a motor error, no delivery alarm and high blood glucose. Customer went to work and was not feeling well. Customer's blood glucose was 485 mg/dl. Customer's blood glucose was 266 mg/dl at time of call. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.